Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint was not confirmed. The clik anchor mark was noted but visual and x-ray inspection did not find any cable fractures along the lead body. Sc-4316 (lot# 17692261) a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a revision procedure, it was noted that one lead near the click anchor was fractured. The lead was replaced with a new one and the clik anchor was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that during a revision procedure, it was noted that one lead near the click anchor was fractured. The lead was replaced with a new one and the clik anchor was explanted. The patient was doing well postoperatively.